Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). The physician advanced a 6.0 x 100mm 135cm f/g sterling over the wire (otw) balloon catheter to post dilate a 6.0 x 120 non-bsc implanted stent. The device was inflated three times to 6atm, and ruptured on the third inflation. The procedure was completed with a different device. No patient complications were reported and the patients¿ status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).